Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing myopotential inhibition was observed on the device. Programming changes were made to resolve the issue. The patient was asymptomatic and stable.